Event description:
Cpi rec'd info that these two leads were removed from service and capped due to oversensing. At the same time the physician elected to cap the pt's two large patch leads. Another cpi was implanted.